Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a resume pump alarm occurred. Customer¿s blood glucose value was 300 mg/dl. The customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support, and declined to provide further information on the issue.